Event description:
Information was received from the patient's physician that the cause of the increase in seizure intensity was due to patient physiology and was not in agreement that the magnet caused the seizure intensity to worsen.

Event description:
Clinic notes for the patient were received and reviewed. It was indicated that the patient's mother did not feel that vns ever really helped the patient and that a few time felt seizures got somewhat worse when swiping the magnet. No additional relevant information has been received to date.